Event description:
A pt with acute leukemia. Port-a -cath dislodged and separated, probably after rough play at school. Replaced in or and end of catheter retrieved by interventional radiology. No sequelae.